Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving dilaudid (8 mg/ml at 1.99 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump was being replaced due to thinning of the skin. The concern was with the patient¿s skin not the pump. In pre-op, the patient explained that the skin over his pump was thinning and the pump was working its way out. Looking at it, found it to be true. The physician then came in and said that he wanted to move the pump to the other side of the patient¿s abdomen during the procedure, and he also wanted to use a new pump to avoid an infection risk. During the procedure, the pump was explanted, and a new pump was placed on the other side of the patient¿s abdomen. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, and the issue was noted to be resolved.